Manufacturer narrative:
A boston scientific technical services consultant instructed the caller to program the shocking vector right ventricular (rv) coil to can which resolved the out of range measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking lead impedance of greater than 200 ohms. The pocket was re-opened, the lead tip was cleaned off and the lead was re-inserted into the device header. Measurements were still greater than 200 ohms. No additional adverse patient effects were reported.